Event description:
The vascade 5f device was selected for closure and inserted into the 5f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was later discharged. Patient returned to hospital on date of procedure with a hematoma. Hematoma was pressed out and patient was discharged. On jan 12, 2024, patient return for follow up appointment with physician. On jan 15, 2024, ambulance service returned patient to hospital and a second diagnostic cath procedure was completed with no significant findings. On jan 16, 2024, patient on ventilator in ICU. While at the hospital, no action taken in regards to the access site or original surgery. Patient was later discharged again.

Manufacturer narrative:
The device is unable to be investigated because it was not returned. Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Additional pressure was successfully applied post procedure to reduce a hematoma when the patient returned to the hospital. Patient also had a second diagnostic procedure when returning to the hospital for a second time but there were no significant findings.